Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the camera was found to have a no image malfunction due to broken contacts on the video connector. Only color bars displayed on the screen as a result of the broken connector at the tip. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the sales representative that the customer¿s camera head was returned for service for a reported ¿connector is broken¿ which was found during maintenance. Upon inspecting and testing, the service technician found the camera has a no image malfunction due to broken contacts on the video connector. No death, injury or harm was reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, no image appearing was due to faulty contacts of the connector. A definitive root cause for the faulty contacts of the connector could not be identified. Olympus will continue to monitor field performance for this device.